Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding display glass, minor scratches on the display window, cracked case near the display window corners and a cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump screen and case were damaged and cracked due to a fall. No blood glucose reading was provided.